Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. The condition of the returned device confirmed the reported event. The safety lock slider was found not being activated and the stent was found to be partially released. A guide wire patency test could be performed successfully during evaluation and no deformation was found which may have led to the reported event. Potential factors that could have led or contributed to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. The reported event may be caused by increased friction between guide wire and guide lumen when the guide wire is being forced into distal direction. The reported event also may be use-related as the delivery system can become damaged if not carefully handled, e.g. By rough handling during preparation leading to a deformed guide lumen. Another potential contributing factor is insufficient flushing of the device which may lead to increased friction. On the basis of the information available, a definite root cause for the reported event could not be determined. The IFU states: "examine the stent system for any damage. If it is suspected that the sterility or performance of the stent system has been compromised, the device must not be used." And "visually inspect the distal end of the stent system to ensure that the stent is contained within the sheath. Do not use if the stent is partially deployed." Also the IFU states: "if resistance is met during stent system introduction, the stent system should be withdrawn and another stent system should be used." And "flush the inner lumen of the stent system with heparinized normal saline prior to use."

Manufacturer narrative:
The lot history records are being reviewed. The event is currently under investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during preparation a vascular stent allegedly partially deployed, approximately 1-2 mm, when loading onto the guide wire. Another stent was used to complete the procedure.